Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed in the atrial septum but dislodged three times creating a slack of the lead while pulling on the guiding catheter. Another approach was attempted with a new catheter. The lead was then screwed into the myocardium. After the lead was fixed and connected to the device the patient's consciousness and blood pressure dropped. An echocardiagraphy was performed and confirmed cardiac tamponade. A perforation had occurred from the lead along with pericardial effusion. A pericardial puncture was performed but the hemorrhage persisted. The patient was emergently transferred to the hospital and a thoracotomy was performed. It was noted that approximately one millimeter of the lead had protruded the atrial septum. The bleeding was stopped by surgical treatment. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.